Event description:
The hospital reported that while on bypass into the run, the oxygenator appears to be transferring well. However, after the administration of 1/2 million units of aprotinin the blood becomes dark and the oxygenator is changed out. There is a crack in the gas cap of the oxygenator at hook of the cvr jar.